Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented during a remote transmission, oversensing of noise that resulted in pacing inhibition was observed. The noise presented as a high ventricular rate episode. There are no planned interventions.